Manufacturer narrative:
This multi-pack device consists of set screws with part# 5430130 which is not approved for use in the us, however a like device with part# 5440130, 510k#k102555 an upn (B)(4) is marketed in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to lumbar spinal canal stenosis at l4/5. Intra-op, the set screw was provisionally fixed, and when performing final tightening with a torque limiting driver, there was strange sound, and the set screw was stripped. There was a possibility that it was attributed to cross threading. The set screw was replaced with another one and surgery was completed successfully. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual microscopic visual and optical examination of the set screws found witness marks and node morphology consistent with full engagement along the entire centerline of one of the the set screws. The other set screw did not appear to be damaged. Microscopic examination of the damaged set screw threads revealed surface witness marks on the upper and lower thread flank. Functional testing with sample mas bone screw confirmed the screws would still thread and remain in the screw without any issues. It appears the set screw was damaged due to the misalignment of the screw threads during interface with the bone screw. If information is provided in the future, a supplemental report will be issued.